Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported event that screws are broken and backing out could be confirmed with the provided x-ray. Based on investigation, the root cause of the determined event was attributed to a patient related issue. The loss of fixation was caused by extensive postoperative loading prior to bone consolidation. Clinical statement, medical expert: ¿the x-ray shows a non-union of a proximal humerus shaft fracture, approx. 5 cm distal to the surgical neck of the humerus, which is fixed with a longer version of an axsos proximal humerus plate. This plate has been fixed with 6 screws in the distal main fragment. All those screws are broken or backed out resulting in a loss of fixation and a varus deformation of approx. 20°. Such an extended breakage indicates extensive postoperative loading prior to bone consolidation. The fracture gap is still clearly visible and there is only slight callus formation indicating an oligotrophic non-union.¿ instructions for the patient regarding correct behavior and activity after the implantation must be given by the surgeon. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported patient had primary surgery for axsos proximal humerus 2011. X-ray showed multiple screws broke. The surgeon is currently leaving this hardware in the patient and is thinking about treating the patient non operatively.

Event description:
It was reported patient had primary surgery for axsos proximal humerus 2011. X-ray showed multiple screws broke. The surgeon is currently leaving this hardware in the patient and is thinking about treating the patient non operatively.